Event description:
It was reported, that this left ventricular (lv) lead. Exhibited high out of range pacing impedance. It was noted, that the threshold was slightly elevated. The cause of the high out of range impedance is unknown. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed. And the patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.